Manufacturer narrative:
It was reported that post amulet implant procedure a tee showed the device had embolized and was attached to the anterior mitral leaflet. The patient was sent to open heart surgery and the device was retrieved successfully with no damage to the patient's leaflets. Also reported that the patient's blood pressure was low and could not be stabilized; the patient expired 3-days post implant procedure due to multi-organ failure. The implanter believed that the patient death was due to inability to control patient's blood pressure. Information from field indicated that the sizing of the device was determined via computed tomography pre-procedure and transesophageal echocardiogram during procedure and the device was implanted after a successful tension test, and close criteria were met. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on medical review performed at abbott, the 31 mm amulet device appears to be the correct size for the patient's anatomy. However due to the lack of imaging provided it is difficult to further comment on the procedural performance and the positioning of the amulet device. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported embolization. The reported obstruction was result of device embolization. The reported surgical intervention was a result of case-specific circumstances as a open heart surgery was performed to retrieve embolized device. The reported low blood pressure and death appear to be a cascading effect. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The landing zone measurements were as follows: 24mm at 40 degrees, 23mm at 62 degrees, 26mm at 90 degrees. The perimeter was 26mm. The sizing of the device was determined via computed tomography (CT) pre-procedure and transesophageal echocardiogram (tee) during procedure. The left atrial pressure was 15mmhg. The device was implanted after a successful tension test, and close criteria were met. The device had a compressed tire shape with no leak detected, and there was no difficulty with implanting the device. Post procedure, a tee showed that the device had embolized and was attached to the anterior mitral leaflet. The patient was sent to open heart surgery to retrieve the device. The device was retrieved successfully with no damage to the patient's leaflets. Unfortunately, the patient's blood pressure was low and could not be stabilized. On (B)(6) 2024, the patient passed away due to multi-organ failure. The implanter believed that the patient death was due to inability to control patient's blood pressure. The cause of the embolization was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was implanted. Post procedure, a transesophageal echocardiogram (tee) showed that the device had embolized and was attached to the anterior mitral leaflet. The patient was sent to open heart surgery to retrieve the device. The device was retrieved successfully with no damage to the patient's leaflets. Unfortunately, the patient's blood pressure was low and could not be stabilized. On (B)(6) 2024, the patient passed away. The implanter believed that the patient death was due to inability to control patient's blood pressure.